Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022 all hardware was removed in a revision surgery on (B)(6) 2023 due to a post-op acquired infection. The device history records for kit sk19 were reviewed and no issues were identified during the manufacture, sterilization or release of the kit that could have contributed to what was reported. Additional information indicates the patient had osteomyelitis. Cultures were taken and came back positive for staph which was addressed with a course of antibiotics. The patient currently has no pain, swelling or sensitivity. Although a number of factors could have contributed to what was reported, the most likely cause of the reported event could not be determined. No facts suggest a causal relationship associated with the use, implantation, or explantation of a tmc device, nor any other contributions to the event. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any issues with placement of the device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2023 due to a post-op acquired infection. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.